Manufacturer narrative:
As reported, the involved trident resection ablator and the ring from the tip are not expected for evaluation, as both were discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported failure was unable to be determined. This device was manufactured on 22-apr-2014 in a lot of (B)(4) units. There have been no other complaints for this item and lot number combination. A review of the device history records showed there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported failure. A 2-year review of complaint history shows only one previous adverse event for this product. To reduce the risk of electrode tip damaged and patient injury, the product's instructions for use (IFU) provides the following warnings and precautions: use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Electrodes must only be used in a conductive fluid medium to avoid insulation damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Device was not returned.

Event description:
The customer reported that during use of this trident alpha 4.2mm resection ablator in a shoulder arthroscopy procedure on (B)(6) 2014, the ring on the tip of the trident ablator broke off and fell in the surgical site. This occurred after the surgeon completed the shaving and when he switched to the ablator mode (approximately 15 minutes into the procedure). The ring from the tip was safely removed with a grasper. The procedure went on with no further complications and was completed with the use of an alternate device. Other than a 10 minutes delay, there was no patient injury, and the (B)(6), female patient was discharged as per routine procedure.